Event description:
It was reported the physician had some difficulty seating the disposable device during a novasure endometrial ablation and that the pt had "a septum". The procedure was completed however and a post hysterectomy revealed "a good burn and no injury". The physician then did a laparoscopy for a scheduled tubal ligation and saw a "slight bowel burn". No treatment was needed and the pt was discharged home the same day. On (B)(6) 2012, the pt went to the hosp with pain and was evaluated. Her computed tomography (CT) scan was negative, but her white blood cell count was "elevated at 21". She was treated with antibiotics (type unk) for a "presumed diagnosis [of] endometritis" and returned home. On (B)(6) 2012, the physician reported she is "doing well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).